Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This report covers 3 of 3 MDR submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "reporter called on behalf of her husband who uses the freestyle libre 3. She received a recall letter in the mail, she mentioned that they had three sensors with the same lot number. Reporter contacted the pharmacy and they will be working on getting the customer a replacement sensor. No adverse event reported." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.